Manufacturer narrative:
Analysis on the returned uninterruptible power supply (ups) resulted in an electrical failure being found through performance testing and visual/physical examination. Analysis states that when ups is powered on, "batt low" light is on which indicates battery is at end of life span. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system power settings has been changed to allow the monitor to shut off after a period of time. The representative changed the settings and replaced the power supply and the monitor. The imaging system then passed the system checkout and was found to be fully functional. The power supply and the monitor were both received at medtronic, but the analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the monitor of the viewing station of the imaging system turned off without prompt from the user during use. The initial reporter indicated that the issue could not be replicated during troubleshooting. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Analysis on the returned monitor display resulted in no failure being found through functional and performance testing, visual/physical examination, and usability inspection. Analysis states that the monitor passed bench test and no issues were found with the display of videos, pictures and apps. If information is provided in the future, a supplemental report will be issued.